Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.visual and functional testing: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that with regards to a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter that the bag spikes were leaking when in use just prior to infusion after being spiked with administration tubing and during infusion. The chemo did come in contact with the patient or healthcare provider. There was patient involvement, no harm reported but there was delay in therapy.